Manufacturer narrative:
E1: patient city: (B)(6) patient country: colombia since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion kinks, bends or multiple large bubbles were present along the tubing length event on (B)(6) 2025 and not receiving enough insulin. Patient also got assistance from health care professional regarding programming of pump. The blood glucos elevels was high and patient was treated with manual injection. No further information available.